Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen was stuck on initializing peripherals screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the initializing peripheral screen. The technical support specialist (tss) reported that the station was rebooted during windows updates, after which a black screen appeared when logging in as carefusion admin. Although the operating system became functional after running system file checker and rebooting, the medication application remained stuck at initializing peripherals, with the hardware test application unable to launch and no errors identified in the logs. Usb checks, reboots, and configuration reviews did not resolve the issue, and uploads to the server were confirmed as complete. A field service engineer (fse) attempted multiple reboots, and troubleshooting was performed with an agent without resolution. It was determined that the station had been powered off during updates, causing the software to become unavailable. The station was powered down and reimaged. A database connection issue was encountered after reimaging and was subsequently resolved. The station was rebooted and normal application functionality was restored. The system functioned as intended after the field service engineer resolved the issue.